Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer high blood glucose level was almost 500 mg/dl and 490 mg/dl at the time of incident and the current blood glucose level was 338 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection and insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer alleging possible insulin pump was under delivery because customers blood glucose level was not going down with insulin pump, just pens. Customer stated insulin exited at the quick release. The device will not be returned for analysis.